Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their current insulin pump had an unresponsive keypad, prompting them to revert back to a back-up insulin pump, which alarmed compromised force sensor system. The customer was assisted with troubleshooting for the alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin was squirting during manual prime process and that they were unable to exit the preparing to prime loop. The drive support cap appeared protruded. The customer was assisted with button error/keypad anomaly troubleshooting. The customer stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. However, a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test and excessive no delivery test due to a33 alarm during basic occlusion test.